Event description:
Surgeon said patient was unstable. Need a longer head or constrained liner.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca head 28 mm. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.